Event description:
It was reported that during a peripheral orbital atherectomy procedure, the patient experienced slow flow after a csi orbital atherectomy device (oad) was used. There were target lesions located in the anterior tibial (at) artery and dorsalis pedis (dp) artery. The physician treated the lesion in the at artery using the csi oad, but was unable to access the lesion in the dp artery. Distal embolization was noted post-atherectomy. Additional information has been requested, but none has yet been received.

Manufacturer narrative:
Device was discarded by facility and lot number is unknown. Therefore, an analysis of the actual device cannot be performed. (B)(4).